Event description:
Event: placement of stents in graft. Event details: wall stents were placed bilaterally. On final angio, a type I superior attachment leak was evident. The device was re-inserted and the device balloon was used to seal the leak. The graft was successfully implanted.